Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred.   The 75% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter and left anterior descending artery. A 3.0mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, it was noted that the shaft fractured at about 15 cm from the hub. The device was then completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The shaft is intact; there is no shaft separation. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter and left anterior descending artery. A 3.0mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, it was noted that the shaft fractured at about 15 cm from the hub. The device was then completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.